Manufacturer narrative:
One device was received for evaluation. Visual inspection found an over glued downstream occlusion (dso) seal, and a worn upstream occlusion (uso) seal. Functional testing was unable to duplicate or verify the reported calibration problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a failed calibration. The product fault occurred during testing. There was no patient involvement. Device analysis found an over glued downstream occlusion seal.